Event description:
It was reported that during surgery, the anchor was broken.

Manufacturer narrative:
One 8x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 2.5mm of the distal threads are have been broken off. The broken portion was not returned. Dimensional assessment of the screws major diameter and wall thickness confirmed they met print specifications. It is difficult to perform an accurate evaluation of a failure without having the pertinent clinical details to consider. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.